Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hole was found in the catheter. The catheter was removed and a new one was placed. There was no patient harm reported.

Event description:
It was reported that a hole was allegedly found in the catheter when a leak was discovered in the post-anesthesia care unit. It was further reported that the catheter was removed and a new one was placed. There was no reported patient injury.

Manufacturer narrative:
Per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate. Investigation summary: one 7 fr d/l hickman cv catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for external catheter leak, as microscopic evaluation found two splits on opposite sides of the outer catheter surface just distal to the white hub. The break surface of one of the splits was slightly granular and the break surface of the other split was less granular with some roughness near the center of the break. Functional testing resulted in a leak observed from one of the splits. The observations found during the evaluation are consistent with holes/tears in catheter caused by clamping the catheter just distal to the adaptor collar over the lumen adaptor stem. The definitive root cause could not be determined based upon available information. Based on the observations found, it is likely that clamping the catheter over the lumen adaptor stem may have contributed to the external leak. However, it is unknown if patient and/or procedural issues contributed to the reported event.